Event description:
A distributor reported that the customer device was out of service for three years and the charge-pak (internal battery charger) and attention icons were illuminated. The reporter installed two known good battery chargers in the device but the icons remained. There was no pt use associated with the event. Physio-control evaluated the device and found that it would not turn on and displayed the reported icons due to a malfunction that prevented the device internal hlc battery from charging.

Manufacturer narrative:
(B) (4): physio-control determined the cause of the reported/observed failure to be a broken metal tab at the weld joint of the negative terminal internal hlc battery, bt1, from the analog pcb assembly. A replacement device was provided to the customer.